Event description:
It was reported that the patient went to coma. The patient was presented with clear consciousness and normal body. The 20% stenosed target lesion was located in the 30% tortuous and severely calcified internal carotid artery. The occlusion was located at the pre-bifucation segment of the m1. An 8f non-boston scientific guiding catheter was used with a 190 cm filterwire ez for a carotid artery stenting implantation. The device was prepared and delivered into the patient's body during the procedure. However, under radiation the filter failed to deploy at the target position. It was observed that the part beneath the filterwire was deformed and rested against the blood vessel. As the filter was attempted to be deployed, the filterwire was stuck with the delivery sheath and could not move. While trying to deploy the filter, plaque from the vessel embolized which resulted in a cerebral infarction. The filterwire was removed and emergency thrombectomy was performed. The patient was then transferred to the intensive care unit (ICU) for treatment in a severe coma.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection revealed that the wire was returned inside the delivery sheath and the filter bag came back partially deployed. The spring tip was bent and stretched. The wire was exposed through the sheath slit and kinked. No more damages were observed. Functional testing of sheathing/unsheathing test could not be performed due the wire was exposed through the sheath slit.

Event description:
It was reported that the patient went to coma. The patient was presented with clear consciousness and normal body. T he 20% stenosed target lesion was located in the 30% tortuous and severely calcified internal carotid artery. The occlusion was located at the pre-bifurcation segment of the m1. An 8f non-boston scientific guiding catheter was used with a 190 cm filterwire ez for a carotid artery stenting implantation. The device was prepared and delivered into the patient's body during the procedure. However, under radiation the filter failed to deploy at the target position. It was observed that the part beneath the filterwire was deformed and rested against the blood vessel. As the filter was attempted to be deployed, the filterwire was stuck with the delivery sheath and could not move. While trying to deploy the filter, plaque from the vessel embolized which resulted in a cerebral infarction. The filterwire was removed and emergency thrombectomy was performed. The patient was then transferred to the intensive care unit (ICU) for treatment in a severe coma.